Event description:
It was reported that the patients mobile power unit (mpu) patient cable was twisted into a braid. The power cord appeared damaged as well. The patient had reported random low voltage alarms although none have been documented in a log file review. The product would be sent for repair.

Manufacturer narrative:
A1-a6: patient information pending follow-up with hospital d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
A1-a6: patient information, updated. D4: serial number and lot number, provided. D4: primary UDI number, corrected. D9: date returned to manufacture, provided. H4: device manufacture date, provided. Manufacturer's investigation conclusion: the reported events of the mobile power unit¿s (mpu) patient cable and ac power cord being damaged, as well as low voltage alarms, were confirmed via the mpu¿s functional evaluation. The returned mpu¿s (serial number (B)(6)) ac power cord was observed to have a bent metal prong upon arrival, and the mpu¿s patient cable was also observed to be kinked and twisted in several areas across the body of the cable. Low voltage and no external power alarms were reproduced at the service depot while the mpu was in use. The damaged patient cable and ac power cord were replaced with new components which resolved the issue. Then, the mpu functioned as intended and was returned to the customer site after passing all tests per procedure. The mpu¿s original patient cable and ac power cord were forwarded to the product performance engineering department for further analysis, where both components were tested alongside a mock loop, a test mpu, and other known working test equipment. The mpu¿s patient cable functioned as intended throughout all testing despite the observed damage and was unable to be correlated to the cause of the alarms. Low voltage and no external power alarms were reproduced while the ac power cord was in use, and the test mpu¿s power indicator flickered on and off at this time. The ac power cord was inspected further, and its bent metal prong was observed to be loose and was able to be manipulated within its casing. The root cause of the reported alarms was determined to be damage to the ac power cord. However, the root causes of the damages to the ac power cord and patient cable were unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications (shop order numbers (B)(4)). The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting instructs users on how to identify and respond to alarms that sound from their system controller, including low voltage/no external power alarms. The heartmate 3 patient handbook section 10 ¿safety checklists instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.